Event description:
It was reported that the patient experienced lack of efficacy with his deep brain stimulator. The patient reported he experienced dysarthria and feels that his tremors are worse. The patient underwent a revision procedure where the leads and burr hole covers were removed and replaced and the lead placement was changed from vim to the stn.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: dbs-linear leads, upn: m365db2202450, model: m365db2202450, serial: (B)(6), batch: m365db2202450. Product family: dbs-lead fixation, upn: m365db4600c0, model: db-4600c, serial: n/a, batch: 25224688. Product family: dbs-lead fixation, upn: m365db4600c0, model: db-4600c, serial: n/a, batch: 28135579.